Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13c27044, h13e17016, and h13g17038 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).

Event description:
This is report 2 of 2 involved in this event. This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient was not hospitalized for the event and treatment information was not reported. The patient was recovering from the peritonitis. No additional information is available at this time.